Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranged 43-105 mg/dl; cause was not known. Customer consumed glucose tablets, and drank juice to address bg. The customer reverted to an alternate pump for insulin therapy.